Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal remained inside of the loading device upon removal of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and the seal were located inside the body of the loading device. The green slide lock remained locked; the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. (B)(4).